Manufacturer narrative:
E1 - address 1 - (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: inside of the insertion section fractured and component failure of the lg (light guide) bundle. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had green screen image. The issue occurred during service / maintenance (not in a clinical setting). There were no reports of patient involvement.